Manufacturer narrative:
The reported event that was confirmed based on available medical records and medical experts¿ assessment the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "the tibial component has some radiolucence and smaller cysts specifically at the anterior end of the implant. This can be interpreted as loosening. There is no clear sign of migration. The pe cannot be assessed directly in the CT as it is not visible. However, there is no clear indirect sign of loosening or dislocation. The talar component shows some artefacts, but there is no clear loosening or migration visible in the CT scan." Based on investigation, the root cause was attributed to a patient-related issue. The failure was caused by loosening which is assumed due to the presence of radiolucence and cysts in the tibial component. The loosening changes the biomechanics which results in function loss and pain. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a report indicating the need for a revision. The tibial component is loose and painful. Plan is to convert tibia to inbone 2 and possibly the talus will still be inbone but may need to convert to invision.

Event description:
The digital stryker prophecy team received a report indicating the need for a revision. The tibial component is loose and painful . Plan is to convert tibia to inbone 2 and possibly the talus will still be inbone but may need to convert to invision.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.